Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02876. Related manufacturer reference number 1627487-2020-22972. It was reported that patient fell down the stairs and had high impedance on their leads. Patient decided to have system explanted to have mris done. Patient underwent surgery on (B)(6) 2020 wherein system was explanted. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.